Event description:
The customer reported the device is unable to switch on in est mode. The fse clarified the customer was unable to power on the device in diagnostic mode; the 100% o2 key was not working. The customer reported there was no patient involvement.